Event description:
Intra aortic balloon rupture (iab). Iab-insert 10/27/97. Iab failure - 11/1/97. No alarms were activated. Rn noted that blood was in tubing about 1 1/2" from pump. Patient did have some confusion on onset.